Event description:
Review of medical records revealed that the pt underwent a ventral herniorrhaphy, on (B)(6) 2013. As of 05/10/2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt's signs and symptoms of hernia have resolved.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.